Event description:
A customer contacted beckman coulter (bec) reporting fluid leaking from the reaction wheel cuvettes on the unicel dxc 600 pro synchron chemistry analyzer. The customer stated the instrument displayed an error that 10 cuvettes had failed water blanks. The customer removed the reaction wheel after shutting down the instrument and observed fluid was contained in the drain well. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) verified there were 25 cuvettes had failed water blanks and a service request was generated. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the wash station manifold which was not aspirating causing the cuvettes to overflow and generated water blank failures. The service repair was verified and met the specified requirements per established procedures. (B)(4).